Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during end of service generator replacement surgery when the old lead body was attached to a new generator. Diagnostic testing performed on the new generator using a test resistor revealed proper device function. The pin was re-inserted into the generator and diagnostic tests were re-performed but this attempt was also unsuccessful. Therefore, the lead body was replaced. Diagnostic testing following full revision revealed proper device function. The explanted products have been returned to the manufacturer for product analysis. Product analysis has been completed on the generator. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event. Analysis on the explanted lead is currently pending. Follow-up revealed that there was no patient manipulation or trauma at the device site that could have contributed to the reported event. X-rays were taken to assess the integrity of the device prior to surgery but good faith attempts by the manufacturer to obtain them for review have been unsuccessful to date. Diagnostic tests performed on the patient's device revealed proper device function in 2005.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.